Event description:
In 2008, this pt was implanted emergently with a gore excluder aaa endoprosthesis to repair a ruptured infrarenal abdominal aortic aneurysm. The aneurysm was sealed, no endoleak was identified, and the pt tolerated the procedure. On approx two months later, this pt presented and was preoperatively diagnosed with a ruptured aneurysm sac, hemorrhage, and a retroperitoneal hematoma. The pt was converted to open surgical repair. Intraoperatively, the pt was discovered to have an infected ruptured abdominal aortic aneurysm, the gore excluder aaa endoprosthesis was reported to be infected, and a type iii endoleak was identified. During the conversion, the gore excluder aaa endoprosthesis was explanted and the pt was repaired surgically. The pt was transported to the recovery room in serious but stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.